Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the doctor and a second department doctor inserted a three-way foley catheter. After insertion, a small amount of fluid leaked from the irrigation/drug injection lumen. On (B)(6) 2026, the catheter slipped out a bit on its own. There was no blood seen at the urethral opening, and the patient reported no discomfort. After disinfecting, it was reinserted. On (B)(6) 2026, the catheter slipped out again on its own. No blood was seen at the urethral opening or on the catheter wall, and the patient reported no discomfort. Examination showed no fluid in the catheter balloon. A new catheter was inserted. After placement, the urine was light yellow with no sediment, and the patient reported no discomfort.